Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss and charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/11/2024 to 10/31/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of 17-jul-2024. In further full review of the pump history/traces on the sap event date of 17-oct-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the sap event date 17-oct-2024, listed on smartsolve due to insufficient data in the trace/history files. No delivery alarm/insulin flow blocked alarm was found on: 10/17/2024 14:46:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 10/13/2024 15:49:00.000 insert battery alarm was found on: 10/13/2024 16:30:47.000 10/13/2024 16:40:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 28-oct-2024 at 6:14:58 pm. There was no power data available for the date of 13-oct-2024. Unable to check power data for low battery alert. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records for the ss event date of 17-jul-2024. In further checking of the pump history records for the sap event date of 17-oct-2024: battery cycle 2.0 received the lowbatteryalert (104) on 10/13/2024 15:49:00 after more than 7 days at 21.75 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the ss event date 17-jul-2024 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 1 week prior to the sap event date 17-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: 10/13/2024 16:17:00.000 10/13/2024 16:27:00.000 10/17/2024 16:06:00.000 lostsensor2alert (781) was found on: 10/13/2024 16:44:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required functional testing except sleep current measurement. Customer alleged for possible over/under delivery anomaly, charge/battery lasts less than expected and unexpected battery power loss were not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.